Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the damaged cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level was "high" (22.2 mmol/l,400 mg/dl) while wearing the pod for an unspecified number of hours. Upon realization of high bgs, the pod was removed from the infusion site (), and it was observed that the pod's cannula had a tear in it. Information on treatment was not provided.